Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in said condition because it was returned opened and used.

Event description:
It was reported that the customer began receiving lost sensor alerts. Troubleshooting was performed. The lost sensor alert occurred after the initialization period. Radio frequency with the insulin pump was never established. The sensor cannula was found to be bent. Nothing further was reported.